Event description:
The cardiologist attempted arteriotomy closure with a prostar xl 8fr pvs device. On attempting to acheive marking, he applied pressure to the device and felt the device break. During the attempt at marking, the needles were inadvertenetly deployed. Backdown was not successful related to guide core break. The patient was taken for surgical removal of the device. The patient did fine following surgery.